Event description:
During anchor insertion the tip of the anchor "crumbled" and the tip of the anchor remained in the bone. Only the part of the anchor that remained on the driver was removed. The tip of the anchor remained in the bone the rest of the anchor was removed. There was a 10 minute delay created as a new anchor location had to be located and hole prepped. A back up twinfix 4.5 ha with a different lot # was used to complete the repair.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The molecular weight of the returned anchor was evaluated against 5 anchors from an in-stock lot. The returned anchor showed about an 11% loss in mw as compared to the in-stock anchors. The results were reviewed with a smith & nephew materials expert who felt that the loss in mw for this part was typical, especially since the anchor was used in a case on (B)(6) 2012 and had been in unknown environmental conditions before being received in mansfield approx. 3 months later. In addition, complaint history was run against the 4 top level lots that utilized anchors from the molded anchor lot. There are no additional complaints for this or any other failure mode. Based on these findings, no root cause related to the manufacture of the device can be established. (B)(4).